Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced the high blood glucose of 410 mg/dl which was treated with the manual shots of insulin. The customer reported that small air bubble but there was no damage on the set. The customer stated that high pressure test was performed and no alarm was coming out of the pump. The device will be returned for the analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08750 inches. Device received with scratched case, pillowing keypad overlay, cracked case behind the device at the battery compartment, cracked battery tube threads and minor scratched lcd window. (B)(4).